Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date lab 2008: 1.6, inratio: >7.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date mean 2008: na; inratio confidence limits: >7.5; cannot be determined. Lab 1.6. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Products will be tested.